Manufacturer narrative:
Complaint conclusion: as reported, the seal of a 5f mynx control vascular closure device (vcd) did not take and the patient was left with a hematoma. The patient developed a hematoma immediately after the sealant was deployed. Hemostasis was achieved manually. The device was properly prepped and deployed. The hematoma was not greater than 6 cm in diameter. There were no issues noted during balloon retraction/button#2 step. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) nor below the bifurcation, and there was no posterior wall puncture. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity, and the presence of calcium in the vicinity of the puncture site was mild. The mynx vcd was used in a diagnostic procedure that used a retrograde approach. The user was trained to the device. The patient did not have any history of coagulopathy. Other procedural details were requested but were not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open, with no syringe returned attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present. No additional anomalies were observed during this analysis. No functional analysis could be performed, as the unit was received already deployed. The reported event of ¿sealant inability to achieve hemostasis and hematoma¿ was not observed through analysis due to the nature of the complaint, as patient involvement cannot be duplicated in the analysis lab. There were also no anomalies noted on the device; it was received fully deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The reported calcification of the vessel may have been a contributing factor. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Investigation conclusions codes updated. 4315 and 22.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the seal of a 5f mynx control vascular closure device (vcd) did not take and the patient was left with a hematoma. Hemostasis was achieved manually. The device was properly prepped and deployed. The hematoma was not greater than 6 cm in diameter. There were no issues noted during balloon retraction/button#2 step. The patient developed a hematoma immediately after the sealant was deployed. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) nor below the bifurcation, and there was no posterior wall puncture. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity, and the presence of calcium in the vicinity of the puncture site was mild. The mynx vcd was used in a diagnostic procedure that used a retrograde approach. The patient did not have any history of coagulopathy. The user was trained to the device. Other procedural details were requested but were not provided. The device will be returned for evaluation.